Event description:
It was reported that during an unk procedure the generator gave a solid tone. No pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and a damaged nose cone. It was tested on a generator and an "error code 5" was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.